Event description:
Additional information received noted the discussed programming changes were made, but did not resolve the issue. It was discussed that the issue may be crosstalk rather than far p-wave oversensing. Further programming changes were discussed. The patient was not symptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited far p-wave oversensing on the ventricular channel. Programming changes were discussed. No further information was available.